Event description:
Pt was being intubated with a 3.0 un-cuffed tracheal tube and a mallinckrodt satin-slip size 6 fr. Intubating stylet for tracheal tubes 2.5mm-4.5mm. Upon removal of the stylet, a 2-3 inch piece of plastic stylet coating was left behind.